Manufacturer narrative:
The patient¿s age was not provided. (B)(4). Approximate age of device ¿ 1 year, 7 months. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed a hemorrhagic stroke as a result of intracerebral bleeding, and the patient subsequently expired on (B)(6) 2017. The patient¿s inr was 2.5. It was reported that the device was working as expected throughout the duration of lvad support. No additional information was provided.

Manufacturer narrative:
The left ventricular assist device was not available for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.